Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the basket detached within the patient. There was no laser being used during the procedure. The basket was successfully retrieved and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the basket detached within the patient. There was no laser being used during the procedure. The basket was successfully retrieved and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Additional information received on (B)(6) 2013 revealed that the basket was not detached from the wire sub-assembly; the distal end of the sheath was torn and detached. Analysis of the returned zero tip retrieval basket revealed the introducer was on the proximal end of the outer sheath. A fragment of the outer sheath was detached; the fragment was returned. The detached fragment measured approximately 6.8cm and was kinked at the proximal end of the distal green section. The sheath was detached approximately 2.4cm from the distal end of the black heat shrink; the tear was coincident with the distal end of the introducer. No issues were identified with the introducer. During the evaluation, the sheath was cut at the location of the basket cannula to expose the basket. All of the basket wires were present and attached; the basket was not detached. The outer sheath was kinked in several locations. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated the slide would function and the silver section at the distal end of the torn sheath would move from side to side. However, the basket would not open. The wire sub-assembly could not be removed from the sheath sub-assembly due to the defects identified on the sheath. The wire sub-assembly was bent in several locations. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.